Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An actual device was returned and evaluated for the reported packaging related issue. A visual inspection was conducted which noted that the packaging was not completely sealed and there was a small portion where the lower seal was separated. The device did not meet product specifications. The cause was determined to be related to the positioning of the silicone buffer used in the sealing process in its cavity. This happened when the machine started working, once it started, the buffer adjusted into its cavity. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap packaging was damaged because it found to be opened prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.